Event description:
(B)(4). The provider states the release latch on the front rigging arrived bent downward. She states on order number (B)(4), the shipping container is intact but the lever for the left foot rest is bent. No consumer involvement in this out of box failure. Protocol questions do not apply (B)(4).